Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an ablation interventional procedure using an 8f sheath. Reportedly, the proglide device was able to be flushed with saline during device preparation, however, there was no blood flow from the marker lumen when the device was positioned in the vessel. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided on this device issue.